Event description:
User reports one pt sample with discrepant free t4 results. Initial result gave 25.0. Repeat on another analyzer gave 20.6. (Units of measure not provided). No info provided to determine if pt was adversely affected. If add'l info is received, appropriate notification will be provided.